Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during two routine hemodialysis treatments, which could not be resolved by the operator. Rinseback was not performed, resulting in an estimated blood loss 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback as directed in the user's guide. The disposable cartridges were not available for evaluation. The exact cause of the arterial air alarms cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.